Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency procedure, no x-ray was possible. The patient was moved, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
E1: reporting facility state was added. The investigation was performed by discussions considering complaint description, customer service reports, system history, & system log files. During an emergency procedure, x-ray release was not possible. The procedure was continued and finished using an alternative system. No health consequences were reported to this event. The onsite service intervention showed a problem with the flat detector (fd) cooling unit. To resolve the problem, the cooling unit was exchanged as part of service activity. The detailed log-file investigation showed that the system detected the failure with the fd cooling unit right before the procedure start and the message ¿no xray available in 30 min¿ was displayed to the user. Despite the error message, the procedure had been started. Within 30 minutes, six acquisition and 56 fluoros were performed. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error which leads to a corrective action of the installed base, could not be determined by the investigation.